Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. No patient or staff injury was reported. This event could be a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system's dose was too high. No patient injury was reported.